Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A follow up will be submitted upon completion of the plant's investigation and a review of medical records if received.

Event description:
A peritoneal dialysis (pd) patient's spouse called to report the patient experienced drain complications during treatment. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was hospitalized on (B)(6) 2016 for peritonitis of an unknown cause. The patient was treated with antibiotics and discharged on (B)(6) 2016. Medical records have been requested.

Manufacturer narrative:
Correction and additional information. Relevant pt info, model and lot #: additional information. The actual device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A clinical evaluation of available records was performed. The patient was admitted into the hospital with peritonitis secondary to the peritoneal dialysis catheter and as such a system level investigation was not necessary. Medical records did not contain a medication list, peritoneal dialysis treatment records, hospital or dialysis clinic progress notes or physician orders for review. Medical records did not mention any malfunction. There was no documentation in the medical record that indicates any causal relationship between the liberty cycler and the diagnosis of peritonitis.

Event description:
Medical records were received from the patient's treatment facility. The patient presented to the hospital with altered mental status and cloudy peritoneal dialysis fluid and some abdominal discomfort. The patient was admitted into the hospital with peritonitis secondary to a peritoneal dialysis catheter. The patient was placed on vancomycin. Patient's leukocytosis was resolved and patient was not febrile. The patient was discharged on (B)(6) 2016.